Manufacturer narrative:
Section b5: additional information.

Event description:
It was reported patient had been admitted to rehab facility and morning labs revealed a subtherapeutic international normalized ratio (inr) of 1.9 on (B)(6) 2019. He was admitted for a heparin bridge. Inr increased to therapeutic range (2.2-2.8) and patient was monitored for an additional 24 hours to ensure inr stability, then discharged in stable condition on (B)(6) 2019. No further information was provided.

Manufacturer narrative:
Manufacturer's investigation conclusion: evaluation of the submitted log files, which captured data from (B)(6) 2019-(B)(6) 2019, confirmed a momentary pump stop on (B)(6) 2019 8:38am, for a duration of approximately 3 seconds. The event corresponded to alarms for low speed and low flow hazard. Although the cause of this isolated pump stop could not be conclusively determined through this evaluation, its duration is consistent with a potential high current event. The pocket controller is designed to protect the heartmate ii lvas from damage during high current events and to step down the motor speed if the motor load exceeds the drive capability of the motor. No subsequent interruptions in device therapy were captured and the system appeared to operate as intended above the low speed limit for the remainder of the log file. The hm2 IFU explains all alarms and how to troubleshoot them. The IFU outlines recommended anticoagulation therapy and inr ranges. The patient remains ongoing on vad support with no further related issues reported. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Approximate age of device ¿ 43 days (the age is calculated from the date of implant to the event date). The patient remains on lvad support with no further issues reported. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on patient was admitted for subtherapeutic international normalized ratio (inr); heparin bridge, warfarin goal inr 2.2-2.8, alcohol septal ablation 325. Log files were sent for review. The log file analysis showed that there was a pump stop, low flow, and low speed advisory on (B)(6) 2019. Per tech service, the log file captured a low speed and pump stop event on (B)(6) 2019 while connected to the power module. The patient had several pump stoppages on (B)(6) 2019.